Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. The 2.75 x 20 mm nc trek balloon catheter was advanced without issue and inflated to 7 atmospheres (atm); however, the balloon ruptured during the first inflation. A new nc trek balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed on the return. Interaction with the lesion was the likely cause of the balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Return analysis did not indicate a product deficiency. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.